Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre operatively, when the center control was set to the direction to open the jaws with the index finger of the right hand, the cartridge on the upper side articulated to the left. A new handle and shell were used to resolve the issue. There was no patient involvement.